Manufacturer narrative:
Event date: exact date unknown, event occurred three weeks after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7075364.

Event description:
It was reported that the patient had an infection at the ipg site. It was not known if infection was device or procedure related. The patient underwent an explant procedure wherein all device components were discarded by the medical facility.